Event description:
The customer reported a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcareas investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(6).